Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, and bleeding lcd glass screen. The pump passed displacement test, operating currents, self-test and no off power test. No battery out limit alarmed and no blank display was noted. The pump was received with cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call of a blank display on the insulin pump. The customer's blood glucose level of the time was 86 mg/dl. The customer stated that his pump is not working with a replacement battery cap. The customer was advised to insert new aaa alkaline battery. The customer will be sent a new replacement battery cap as courtesy.